Event description:
The customer tested his blood glucose and received a reading of 148 mg/dl using his contour meter. He retested using another meter and received a reading of 68 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. A new breeze2 meter was sent to the customer.